Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. There are reportedly no further concerns. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced crusting behind the ear. There were concerns for possible migration/ extrusion. The recipient under debridement of the ear canal.